Event description:
It was reported that the patient was seen in the hospital experiencing presyncopal symptoms. X-ray imaging found the left ventricular lead to be dislodged. On (B)(6) 2014, the lead was explanted and replaced.

Manufacturer narrative:
.